Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer would boot up to blue screen with a system error. The hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis found cracked solder joints on the ECG (electrocardiogram) connector. (B)(4)

Event description:
It was reported that software update was tried with evera MRI (magnetic resonance imaging) usb (universal serial bus). The programmer would only restart with blue screen and does not reboot to home screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.